Event description:
During analysis for an unrelated issue (generator powered down during use), service identified that the generator produced excess rf leakage current. Due to the excess rf leakage the incident was deemed reportable due to potential harm.

Manufacturer narrative:
Product event #(B)(4) investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: product line: pulsar ii quantity returned: 1 product code (sku): ps100-102rf serial: (B)(4) testing performed: visual inspection: no damage found visually related to the reported issue. Functional inspection: issue 1: (B)(6): generator successfully completes the power on self-test and waveform evaluation, generator did not power down during investigation. Issue 2: (B)(6): all service devices plugged into the monopolar receptacle without issue. During servicing an additional failure occurred: issue 3: after hardware and software upgrades the generator fails for coag 6 ¿leakage current out of spec, measures high. Replacing the rf board resolves the issue. Lhr review: generator last received at bit on 5/16/13 as a non-complaint. Investigation conclusion: issue 1: (B)(6): not confirmed issue 2: (B)(6): not confirmed issue 3: confirmed issue 1 and issue 2 could not be confirmed, issue 3 occurred during testing after hardware upgrades were performed. Cause of issue 3: a component on the rf board failed for unknown reason causing the high leakage current at coag 6 setting. The impact to functionality is the potential of excess rf leakage current to end user. Replacement of rf board solves the issue. (B)(4).

Manufacturer narrative:
(B)(4). Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: product line: pulsar ii quantity returned: 1 product code (sku): ps100-102rf serial: (B)(4) testing performed: visual inspection: no damage found visually related to the reported issue. Functional inspection: issue 1: 700813697: generator successfully completes the power on self-test and waveform evaluation, generator did not power down during investigation. Issue 2: 700788880, 700788914: all service devices plugged into the monopolar receptacle without issue. During servicing an additional failure occurred: issue 3: after hardware and software upgrades the generator fails for coag 6 ¿leakage current out of spec, measures high. Replacing the rf board resolves the issue. Lhr review: generator last received at bit on (B)(6) 2013 as a non-complaint. Investigation conclusion: issue 1: 700813697: not confirmed issue 2: 700788880, 700788914: not confirmed issue 3: confirmed issue 1 and issue 2 could not be confirmed, issue 3 occurred during testing after hardware upgrades were performed. Cause of issue 3: a component on the rf board failed for unknown reason causing the high leakage current at coag 6 setting. The impact to functionality is the potential of excess rf leakage current to end user. Replacement of rf board solves the issue. Reference documents: (B)(4).

Event description:
During analysis for an unrelated issue (generator powered down during use), service identified that the generator produced excess rf leakage current. Due to the excess rf leakage the incident was deemed reportable due to potential harm.